Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID neu_ unknown_prog, serial # unknown, product type programmer, physician; product ID 37751, serial # unknown, product type recharger. (B)(4).

Event description:
It was reported the patient&#62688;device wasn&#62752;working. The caller had no further details on whether it was the patient programmer or the implantable neurostimulator recharger (insr). Stimulation was also reported to not be working since "a year ago or more." The patient cannot feel stimulation. The implantable neurostimulator (ins) was not working since a year ago or more. A suspected overdischarge was reported. The patient was unable to charge. The manufacturing representative (rep) was not aware of the allegations and had no further information. If additional information becomes available, a follow-up report will be submitted.